Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was over 400 mg/dl. Customer cannot get past the notifications to bolus. Customer was educated that he should clear the notifications on the screen by pressing the circle button and the down arrow to saw the word ok and press the circle button again and that will clear the message. Insulin pump will not be returned for analysis.